Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown cup, unknown head, unknown stem. Multiple reports were submitted along with this report 0001825034-2022-01874, 0001825034-2022-01875, 0001825034-2022-01876. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. No device problem was found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty. There was no product malfunction or adverse event associated with the surgery.